Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient on (B)(6) 2018 for the treatment of urinary incontinence. After device implantation, the patient experienced problems she believes were caused by the obtryx device, such as back pain, hip pain, right groin pain, and constant pain in the glutes. She reported that since implantation of the device, her health has been deteriorating from year to year. Painkillers such as naproxen no longer work, and she intends to have the device removed, as she feels it is ruining her life.

Manufacturer narrative:
(B)(4).